Event description:
It was reported that intermittent capture, high thresholds and oversensing were noted on the right ventricular (rv) lead. Noise was noted on the right atrial (ra) lead. Both the rv and ra leads appeared kinked, most likely at the suture sleeve, when viewed under fluoroscopy. The leads were both explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism, the proximal conductor was distorted and the outer insulation had a cosmetic depression. Apparent explant damage was noted. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was noted in/on the helix/lobe mechanism, blood/body fluid was noted on the proximal conductor (not obstructed) and the proximal conductor was distorted. The outer insulation was breached cut with a cosmetic depression. Apparent explant damage was noted.